Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) after the implantable cardioverter defibrillator (ICD) was implanted. The rv lead was found to have high impedance in the high voltage coils. The left ventricular (lv) lead had also interrogated a high impedance from lv tip to the high voltage coil. A lead revision was performed and a tug test revealed that the rv lead was not fully cinched down to the device connection header. The rv lead was cinched down and tested resulting in normal function. The ICD, the rv lead and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.